Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, patient applied ointment which healed the infection. But patient decided to have the sensor removed.

Event description:
Senseonics was made aware of an instance where sensor will be removed from the patient's arm. Patient had infection at insertion site which she treated herself by applying an ointment. However patient visited decided to have the sensor removed.